Manufacturer narrative:
This product was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was revised and repositioned due to dislodgement. This ra lead remains in service, and no additional adverse patient effects were reported. Additional information is being requested from the field.

Event description:
It was reported that this right atrial (ra) lead was revised and repositioned due to dislodgement. This ra lead remains in service, and no additional adverse patient effects were reported.

Manufacturer narrative:
This product was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted. Correction to the describe event or problem (b5) in section b, adverse event or product problem.